Manufacturer narrative:
The event occurred in (B)(4).

Event description:
Reporter stated that customer received the following results on the active system within 7 minutes and 9 minutes respectively: 1. 33 mg/dl, 61 mg/dl and 85 mg/dl 2. 120 mg/dl and 61 mg/dl sets of readings were taken at different times. No actions taken based on device results. No adverse event reported. The manufacturer requested return of suspect product for evaluation.